Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve procedure, the surgeon fired with the green reload. After he fired, he pulled the device out of the trocar. The nurse wanted to open the jaw to clean, the scrub nurse pressed again and again the anvil release button, but the jaw still closed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m54563. Manufacture date: 6/17/2015. Expiration date: 5/17/2020. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.